Event description:
It is reported the patient suffered a myocardial infarction 12 months and 1 week post the index procedure.

Event description:
The investigator has assessed that the thrombosis and acute myocardial infarction were related to the study device. The des implanted to the rca as treatment was confirmed to be an endeavor stent. Patient is in remission.

Event description:
Correction - stents were deployed at proximal rca and right posterior lateral.

Event description:
Correction change to catalog number ensp27524jx. Confirmation was provided that the ensp35024jx was deployed to proximal rca, ensp27524jx was deployed to distal rca

Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents successfully implanted from proximal to distal rca overlapping. Patient was asymptomatic / free of symptoms at 30 day and 9 month follow up. Approximately 12 months 1 week post index procedure, patient experienced stent thrombosis. It is reported that the previously deployed stents were separated from the vessel wall. Patient underwent revascularization with pci (des) at the rca. Investigator indicated that there was no relationship with the study product.

Manufacturer narrative:
Evaluation: results inherent risk of procedure (thrombosis), (B)(4).

Manufacturer narrative:
(B)(4). Inherent risk of procedure (myocardial infarction). (B)(4).